Event description:
The doctor reports that the dental implants failed due to infection and were removed. Pain was reported as a result of the event. The procedure was concluded by placing another implants.

Manufacturer narrative:
Zimvie complaint number (B)(4). D6a. If implanted, give date: unknown. D10: concomitant medical product: tsvmb11, imp, tsv, mcol mg,3.7mm,11.5mml, lot: 1294518, tsvmb13, imp, tsv, mcol mg,3.7mm,13m, lot: 1278111, e1: reporter name: unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.